Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported an insulin flow blocked alarm, there were differences between sensor glucose and blood glucose levels and the insulin delivery was suspended and also the insulin pump was over-delivering. The customer was treated with IV glucose, paramedics and emergency medical services were dispatched. The event involved product(s) mmt-1884, mmt-332a, mmt-397a, mmt-7040ma. Troubleshooting was performed for the difference between sensor glucose and blood glucose values. The customer reported blood glucose value of 19 mg/dl and the sensor glucose value of 162 mg/dl, the difference between sensor glucose and blood glucose values was beyond 30% limit. Troubleshooting was not performed; the event insulin flow blocked alarm was resolved in the past. Troubleshooting was performed for low blood glucose event; the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue to use the reservoir. Mmt-332a was requested and customer response was the device will be returned. The customer will discontinue to use the infusion set. Mmt-397a was requested and customer response was the device will be returned. No product return is required for mmt-7040ma.